Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly at the time of deployment, the footplate was less than 5mm from the profunda-superficial femoral artery bifurcation, so the device sutured part of the vessel down [back wall stitch]. This caused a cold leg [occlusion]. Surgical intervention was used to treat the cold leg -by removing the suture- and achieve hemostasis. There was a reported clinically significant delay due to the use of surgical intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed nor similar incidents reviewed because the lot number was not reported. The cause of the reported difficulty cannot be determined. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The subsequent treatments are due to the circumstances of the procedure. In this case, based on the information reported, it is possible a backwall stitch occurred due to the location of the device in relation to the profunda, based on the reported, ¿the footplate was less than 5mm from the profunda-superficial femoral artery bifurcation, so the device sutured part of the vessel down¿; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.